Manufacturer narrative:
Submit date: 01/13/2017. An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien on (B)(6) 2016 that an issue occurred with umbilical vessel catheter. The customer reports catheter leaked at connection to the hub. No patient was involved.